Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response button) was confirmed. As received, the front response button cover was missing and there was contamination on the switch. The cause of the damaged response button is physical abuse and liquid ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that front response button on a patient's monitor was damaged.